Event description:
It was reported that the insulin pump was dropped, and the insulin pump has a cracked case. Customer's blood glucose level was unknown. Advised insulin pump would be replaced.

Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Also received with cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot, scratched reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.